Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a family member had a problem with a lead that went bad. The consumer stated that the doctor never replaced the lead wire. No patient symptoms reported.